Event description:
Event reported by surgeon as, "patient presented to clinic for follow up noticed weight gain [six months after implantation] and can eat large volumes of food. Band adjusted and seen in two weeks with no restriction, leak suspected. Access port tested, leaking from base plate noted. Access port changed and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."